Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was unable to boot up, that it generated a "disk error" message. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer was unable to boot up, that it generated a "disk error" message. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer booted to a disk error and the hard drive was therefore replaced and reimaged and the software reloaded. Analysis also found that the power cord bay door was broken and the keyboard cable was worn, therefore, the bay and the keyboard were replaced.